Event description:
Per cnss communication: "adverse event experienced: diarrhea, headache, dizziness, joint pain. Description of event: daily diarrhea and headache, intermittent joint pain and dizziness. Adverse event start date: 11/22/2024. Adverse event resolution date: ongoing, unresolved. [Symptoms]: diarrhea, headache, dizziness, joint or extremity pain. Pt has been hospitalized since (B)(6) 2024 and was on her remunity pump until about 2 days ago when the pt was notably cyanotic and oxygen levels very low. [They] noted the cassette ran dry without alarming." No further info, details, or dates available. Pump malfunction was previously reported. Sq remunity self-fill pt is currently on IV remodulin while hospitalized. Pt started using remunity device (B)(6) 2024. Reported to (B)(6) by: health professional.